Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. A patient experiencing recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a need to recharge the ipg more frequently, at times twice per day. As a result, surgery may occur at a later date to address the issue.